Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip jammed distally. They were able to fire through the jam. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Sticking jaws. Evaluation summary - the analysis results confirmed that the el5ml device was received non-functional. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. Additionally the orange indicator was noted beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.